Event description:
Hill-rom received a report form a hill-rom technician stating the nurse call was inoperative. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill rom tech found the nurse call break away cable inoperable due to general use. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2015. It is unknown if the facility performed any other preventative maintenance on this bed. The technical replaced th nurse call break away cable to resolve the issue. Based on this information, no further action is required.